Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that son was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer's current blood glucose was 500mg/dl. The customer did experienced the symptoms such as nausea. The customer was treated with insulin drip. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.